Event description:
A possible pump volume discrepancy was reported, however, no specific information was provided.

Event description:
It was reported the patient experienced increased pain. The pump segment and anchor from the spinal segment were replaced to provide increased flow. The anchor could have been too tight around catheter. The pump was replaced as the elective replacement indicator (eri) was within a year. No logs were available. It was indicated "not sure how patient is doing. He is a very sick man with many other issues".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 863740, serial# (B)(4), implanted: (B)(6) 2007, product type pump. (B)(4).

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), implanted: 1998-(B)(6), product type catheter, (B)(4).

Event description:
It was reported that there was insufficient flow through an implantable drug system catheter and the patient was "very sick". The health care professional (hcp) performed a catheter access port study and it was reported there was "weak flow". A revision procedure was scheduled for (B)(6); both catheter and implantable drug pump may be replaced. The device system was used to deliver clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.